Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between 06/21/2023 and 06/22/2023. H11: the actual device and a photo of the sample were received for evaluation. Visual inspection of the returned sample and photo did not identify any particulate matter inside the bag. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag had an unspecified particulate matter inside the bag. This was discovered prior to patient use. There was no patient involvement. No additional information is available.